Manufacturer narrative:
No report of patient involvement. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. Repaired and reconnected o2 hose to resolve the reported issue.

Event description:
It was reported that the o2 hose was torn and disconnected from the port adapter resulting in no o2 output from auxiliary port. There was no patient involvement.